Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: product was not returned to aid the investigation and images were not provided. Based on the description of event it is not possible to determine why the delivery system would not advance through the previously placed stent grafts. However it may be related to the diameter of the vessels/prosthesises. Since "the patient was not suitable for the endovascular repair", it is likely that additionally to the weak vessels calcifications may have narrowed the access route. However, without any images or returned product this can not be resolved. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: zteg-2p-28-200-pf/ (B)(4) was used as an emergency treatment of the ruptured aneurysm with the left fa approach. The aneurysm had been developed from the descending aorta to just above the celiac artery. The male patient had undergone vascular prosthesis implantations in the aortic arch and abdominal aorta for unknown reasons before. The patient was not suitable for the endovascular repair. The physician was advancing the delivery system by using pull-through technique with a wire guide and snare in order to place the stent graft more proximally than the anastomosis site of the vascular prosthesis that had replaced the aortic arch so that proximal site of the stent graft would overlap distal site of the vascular prosthesis. However, the delivery system would not advance past the anastomosis site of the vascular prosthesis of the aortic arch. Another product (valiant/ by medtronic) was used instead and it was placed with no problem. Patient outcome: there have been no adverse effects to the patient reported.